Event description:
It was reported that this patient had had a history of low amplitude measurements involving their subcutaneous implantable cardioverter defibrillator (s-ICD). Later in time, the patient received an inappropriate shock due to a combination of low r-wave amplitudes as well as t-wave and myopotential oversensing. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient had had a history of low amplitude measurements involving their subcutaneous implantable cardioverter defibrillator (s-ICD). Later in time, the patient received an inappropriate shock due to a combination of low r-wave amplitudes as well as t-wave and myopotential oversensing. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.